Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency transceiver (rft) was replaced. Product ID 2067 radiofrequency head.

Event description:
It was reported that the programmer was unable to recognize wireless implanted devices. The programmer head was changed out but it did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).